Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Three attempts of contact with the dentist were performed, in order to obtain the missing information, but with no success.

Event description:
(B)(4). The dentist reported the implant removal, but did not provide information about the case.